Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable clamp tubing was noted. It was also reported that pump was restarted, and it alarmed no disposable, pump won't run. No patient consequences were reported. No adverse effects were reported.